Manufacturer narrative:
Philips received a complaint on the tempus ls indicating that the device's ECG port is not working. The customer stated that the philips representative assisted in troubleshooting the device and it is working as expected. No further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.

Event description:
It has been reported to philips that the tempus ls ECG port was not working. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.